Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope when used in combination with the video processor had a focus that could not be adjusted. The event occurred during sedation of an endoscopy procedure while the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.